Event description:
It was reported that a spectrum pump had an inoperable "ok" key. During baxter's evaluation of the device, it was discovered that the "ok" key was intermittently inoperable. It was also reported that there was not patient incident.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation experienced the reported symptom of "inoperable "ok" button". Evaluation found the unit in its received condition permitted power up, navigation, and pump run, however has limited keypad operation due to intermittent keypad response of the "ok" key caused by a failed keypad. The remaining keys were tested and found to function correctly without any anomaly. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.